Manufacturer narrative:
The device was not returned for investigation. Without evaluation of the device, a root cause cannot be determined.

Event description:
Medtronic received information that prior to use of a mc3 nautilus extra corporeal membrane oxygenation (ECMO) oxygenator, it was reported that there was a leaking issue. The same leak did not appear in multiple packs. The device was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the circuit was primed for a few hours. The circuit was primed with blood. There was no damage to the packaging. There was no damage to the device identified.